Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: were any noises heard such as whistling or hissing? No. If so, did the noise prevent insufflation? Please describe the noise. N/a. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Yes, it was and can't inflate abdominal cavity. What was the gas consumption rate or volume (liter/minute)? Approx 15l/min. Were you able to identify where the leak was coming from? No. Was a device inserted in the trocar during the leaking? If so, what device? Yes, da vinci 10mm robotic scope. Was any torque being applied to the trocar or device? No. The analysis results found that the device was received with the duckbill partially detached from the sleeve causing that the duckbill remains open at slit. One potential cause for the damage found may be the snagging of an instrument during insertion. However, an investigation has been initiated to address the potential root cause of this issue. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a robotic assisted uterine repair, the surgeon used the device as a port for 10mm camera. He found the product leaked air once he placed the trocar into the patient. It is unknown how the procedure was completed. There were no adverse consequences for the patient.